Manufacturer narrative:
(B)(6) comment dated (B)(6) 2023: this case concerns a 87 years old male patient who had used a walker (walking aid user) and died (death). Based on the information received, causal role of the company suspect product cannot be excluded. Further, detailed information regarding the chronology, information regarding cause of death, underlying reason for using walking aid, autopsy details would aid in comprehensive assessment of the case.

Event description:
Death [death nos] . Used a walker [walker user] . Case narrative: initial information received on (B)(6) 2023 regarding an unsolicited valid serious case received from a patient's daughter from united states. This case involves a 87 years old male patient who used a walker and died with the use of medical device hylan g-f 20, sodium hyaluronate [synvisc]. The patient's past medical history, medical treatment(s), concomitant medications and family history were not provided. On an unknown date, the patient started using synvisc (hylan g-f 20, sodium hyaluronate) 3 injection series (with an unknown strength, dosage, frequency, route, batch number and expiry date) for osteoarthritis. Information regarding batch number was requested. On an unknown date, latency: unknown, patient used a walker (walking aid user) and dies when he was 87 years old (death). Cause of death was not provided and it was unknown if an autopsy was done. Action taken: unknown for the event walking aid user and not applicable for other event. Corrective treatment: not reported for the event walking aid user. Outcome: fatal for the event death and unknown for other event. Seriousness criteria: fatal and medically significant for the death and disability for the event walking aid user.

Event description:
Death [death nos], used a walker [walker user]. Case narrative: initial information received on 03-may-2023 regarding an unsolicited valid serious case received from a patient's daughter from united states. Case is related with cluster case ID (B)(4). This case involves a 87 years old male patient who used a walker and died with the use of medical device hylan g-f 20, sodium hyaluronate [synvisc]. The patient's past medical history, medical treatment(s), concomitant medications and family history were not provided. On an unknown date, the patient started using synvisc (hylan g-f 20, sodium hyaluronate) 3 injection series of strength 16 mg/2 ml (with an unknown dosage, frequency, route, batch number and expiry date) for osteoarthritis. Information regarding batch number was requested. On an unknown date, latency: unknown, patient used a walker (walking aid user) and dies when he was 87 years old (death) on (B)(6) 2022. Cause of death was not provided and it was unknown if an autopsy was done. Action taken: unknown for the event walking aid user and not applicable for other event. Corrective treatment: not reported for the event walking aid user. Outcome: fatal for the event death and unknown for other event. Seriousness criteria: fatal and medically significant for the death and disability for the event walking aid user. A product technical complaint (ptc) was initiated on (B)(6) 2023 for synvisc (lot/batch number: unknown) with global ptc number: (B)(4). The sample of the ptc was not available and ptc was set in process the final investigation was not yet completed (till (B)(6) 2023). Additional information was received on 14-jun-2023 by quality department: ptc details added. Date of death added; strength added, text amended.

Event description:
Death [death nos] . Used a walker [walker user] . Case narrative: initial information received on 03-may-2023 regarding an unsolicited valid serious case received from a patient's daughter from united states. Case is related with cluster (B)(4). This case involves a 87 years old male patient who used a walker and died with the use of medical device hylan g-f 20, sodium hyaluronate [synvisc]. The patient's past medical history, medical treatment(s), concomitant medications and family history were not provided. On an unknown date, the patient started using synvisc (hylan g-f 20, sodium hyaluronate) 3 injection series of strength 16 mg/2 ml (with an unknown dosage, frequency, route, batch number and expiry date) for osteoarthritis. Information regarding batch number was requested. On an unknown date, latency: unknown, patient used a walker (walking aid user) and dies when he was 87 years old (death) on (B)(6) 2022. Cause of death was not provided and it was unknown if an autopsy was done. Action taken: unknown for the event walking aid user and not applicable for other event. Corrective treatment: not reported for the event walking aid user. Outcome: fatal for the event death and unknown for other event. Seriousness criteria: fatal and medically significant for the death and disability for the event walking aid user. A product technical complaint (ptc) was initiated on (B)(6) 2023 for "synvisc". Batch number; unknown global ptc number: (B)(4). Sample status of ptc was not available, and ptc stated based on the complaint from intake team, there was no quality related defect that would attribute to a malfunction, death, or serious injury. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. The defect class has been updated to ii. Investigation (tj 14jun2023) the product lot number was not provided. A batch record review was not possible. Based on the lack of information, no assessment was possible. It was the requirement to review all finished batch records for specification conformance prior to release. Sanofi will continue to monitor adverse events and perform trend analysis on a periodic basis to determine if a CAPA(corrective and preventive actions) was required. The final investigation was completed on 20-jun-2023 with summarized conclusion as no assessment possible additional information was received on 14-jun-2023 by quality department: ptc details added. Date of death added; strength added, text amended additional information was received on 20-jun-2023 by quality department:ptc completed details added, text amended.